Event description:
It was reported that this patient was feeling weak. After reviewing this device data it was noticed that this device was oversensing, it was farfield sensing the atrial sense intervals on the right ventricular channel and causing pacing inhibition. This issue was happening intermittently causing intermittent asystole with a duration from 2 to 3 seconds. The patient fell due to these issues and had no injuries. The rv sensitivity from automatic gain control was fixed at 5mv and this resolved the ventricular oversensing. Technical services also suggested to check the lead positions with x-ray, although all have been implanted for some time. This device remains in service and no additional adverse patient effects were reported.